Event description:
The user facility reported a 60-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the staff noticed upon preparation that the sheath tip was damaged and a new tip was used. No known harm or injury.

Manufacturer narrative:
No introducer was returned for evaluation. As per the clinical doctor, the 23 fr sheath was damaged and the sheath tip was split. The cause of the introducer damage issue was a sheath tip split most likely due to use related based on clinical information provided.